Manufacturer narrative:
Model number/catalog number: sc-3138-55, serial number: (B)(4), batch/lot number: 21150605/21150605/21150605, model/catalog description: lead extension kit, 55cm.

Event description:
A report was received that the patients extension hub was very superficial and not buried enough deeper. No skin breakage was reported. The patient underwent a revision procedure wherein the extension was repositioned. The patient was doing well postoperatively.